Event description:
It was reported to boston scientific corporation that an advantage fit - single was implanted during a tension free vaginal tape (tvt) and cystoscopy procedure performed on (B)(6) 2015, for the treatment of stress incontinence as reported by the patient's attorney, the patient had experienced an unspecified injury. On (B)(6) 2015, patient's symptoms include high residual post tvt and underwent revision of tvt.

Manufacturer narrative:
Date of event was approximated to on (B)(6) 2015, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4).